Event description:
The driver stripped during case. The surgeon did not pre-drill before implanting the screw.

Manufacturer narrative:
Conclusion: the driver tip was worn which in turn stripped the drive pocket of the screw. This condition then prevented the surgeon from being able to complete the screw implantation.